Event description:
It was reported that two implantable neurostimulators (ins) were faulty. The first ins ((B)(4)) would not allow the lead to go all the way in, as if it was hitting something in the middle. The doctor tried unscrewing the screw but could not get the lead to go through to the end. The second ins ((B)(4)) allowed the lead to go in, but once the doctor tightened the set screw the lead was able to be pulled out easily, as if the screw didn't tighten. The doctor tried three different screws with the same results. Eventually, the third ins worked fine ((B)(4)). Refer to manufacturer report # 3004209178-2011-07693.

Manufacturer narrative:
(B)(4).